Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced access site bleeding, and the physician decided to explant the device. The bleeding was managed by administering 2 percloses. It was later noted that the patient went into vasoplegic shock, white blood cell count was (B)(4) and was likely in mixed picture shock which led to his death hours later. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The product was returned. Per the results of the clinical review and investigation: the returned pump was inspected, and no abnormalities were observed on the pump or the repositioning sheath. A leak test was performed and no water leaked from the valve on the repositioning unit. The cause of the access site bleeding was most likely patient condition related and related to the patient's vessel conditions as well as obesity. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.